Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level and continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.